Event description:
The facility's biomed reported an infusion pump with failure code. The hosp rep stated they had no record of any pt incident involving the pump since the last baxter service event. Although attempts were made by baxter to obtain additional info from the reporting facility, details were not available regarding pt status, medical intervention, age of pt, medication involved, set up of the infusion device or whether the pump was on a pt at the time the incident occurred.